Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an inaccurate fill estimate after delivering 10.2 units of insulin. Reportedly, the insulin gauge displayed 105 units, but did not decrease after the delivery of the 10.2 units of insulin. Tandem technical support educated the customer on insulin gauge calculations. The customer acknowledged the information provided and declined to reload the cartridge to recalculate the fill estimate. There was no impact to the customer's blood glucose level.